Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist mentioned due to deep bite/overbite and crowding the patient is unable to do byte treatment. In addition, patient requires gum contouring work to be done.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.